Event description:
A call to technical services was made on (B)(6) 2013 stating that the patient had a st. Jude medical device and tachy lead and a medtronic atrial lead in which the device was on elective replacement indicator and would not want any implantable defibrillator due to lung cancer. As per discussion with representative they would want is-1 on tachy lead to fit into a pacer device which would make it off label. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)